Event description:
The following has been reported: customer was testing wilate and in epic, the rate was not filled in. The order sent to the pump showed "no response from ivenix (B)(6)', checked the hl7 log and found: (B)(4). Err///207^application internal error/f/9003^the order is missing the give rate. Tester was asked to enter a rate and resend. It went thru. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.